Event description:
Customer reported a button error on his insulin pump. The error occurred about a week and a half ago. At the same time, customer noticed the keys were unresponsive. Customer's blood glucose was around 150 mg/dl at the time of the incident. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.